Manufacturer narrative:
(B)(4). Added additional information the device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed emitted and the blade tip further cracked, but no smoking was noticed. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Event description:
It was reported that during an unknown procedure, the scalpel was smoking during use and could not stop bleeding. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.